Manufacturer narrative:
Reported device not marketed in the u.s., however, similar device or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s.,k133890. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that the patient bled suddenly less than 10 days after a popliteal vein bypass and the suture was observed to be broken, although the knot was still correct. Urgent and laborious re-operation needed. Patient finally recovered, required prolonged prophylactic antibiotics as there was a significant haematoma in the wound, the suture was redone with a 6/0 suture. No more information has been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code- batch. There are no units in our stock. We have received (B)(4) closed samples to analyze this case. We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.41 kgf in average and 0.39 kgf in minimum (ep requirements: 0.15 kgf in average and 0.06 kgf in minimum). Also, we have tested the linear pull tensile strength of the samples received and the results are: 0.55 kgf in average and 0.51 kgf in minimum, and these results are correct and usual values for this thread and size. There are no european pharmacopoeia and united states pharmacopeia limits for this test. Sewing test on artificial skin tissue has been conducted with the samples received and fraying/splitting does not appear when pulling the thread through the tissue. Visual appearance of the samples tested before and after performing this test is the usual one. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. We have also reviewed the complaint history record, and there are no previous complaints in any of the other products manufactured with the same thread raw material batches used in this product. Remarks: when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.